Event description:
It was reported that the patient experienced pink skin behind right ear. Medication was added as a corrective action and event was resolved on (B)(6) 2013. Additional information reported amoxicillin-clavulanate was prescribed and the event was considered resolved.

Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# v986836, product type: lead. Product ID 3708660, lot# nkn 036349v, product type: extension. Product ID 3387s-40, lot# va01k4q, product type: lead. Product ID 3708660, lot# nkn036240v, product type: extension. Product ID 3387s-40, lot# v986836, product type: lead. Product ID 3387s-40, lot# va01k4q, product type: lead. The manufacturing site ID was previously reported as #3007566237. Additional information indicates the correct manufacturing site ID is 3004209178.

Event description:
Additional information reported the lead was the suspected cause and the pink skin behind the ear was related to the implant procedure and study.

Manufacturer narrative:
Concomitant medical products: product ID 3387, lot# unknown, product type: lead; product ID neu_unknown_ext, lot# unknown, product type: extension. (B)(4).